Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. There was suspicion of either a cardiac resynchronization therapy defibrillator (crt-d) grommet or setscrew problem or that the lead connector pin may not have been inserted correctly. Positive changes in impedance and threshold were observed post-crt-d replacement. The lead remains in use. No patient complications have been reported as a result of this event.